Event description:
Ten minutes into the case the pump became erratic. It would not stop pumping which caused the knee to swell up in which sandbags were used to reduce swelling. The surgeon cancelled the case. Additional information states that surgeon was using a stortz high flow cannula, dual valve, setup for inflow only. Two bags were spiked.

Manufacturer narrative:
Smith & nephew, inc. Endoscopy division is submitting the enclosed report to comply with 21 cfr 803, the MDR regulation. The report is based upon information obtained by smith & nephew inc. Endoscopy which the company may not have been able to investigate or verify prior to the date of the report was required by FDA. Product passed functional testing per process summary (B)(4) steps 5.1 thru 5.4.9 with no erratic pressure or flow problems. Product passed functional testing during 48 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings normal and well within specs during all tests. No problem found. (B)(4).